Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history records review. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with iritis and severe dryness in the left eye approximately three weeks post lasik. The patient walked in and complained of extreme photosensitivity and pain. The patient was dilated to minimize ciliary spasms causing eye pain. Topical steroids were increased to every hour. Symptoms were reported to be resolved three days later. Approximately one month post lasik, the patient was referred to an ophthalmologist for further evaluation and for a second opinion. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.